Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services (ts) reviewed the available latitude data and noted that the shock impedance had been increasing steadily over the past five years. The shock impedance alert will not be cleared until the patient is seen in-clinic for an interrogation with a programmer. No noise was noted on the available data. Technical services provided reprogramming recommendations and suggested to continued monitoring this patient. Additionally, the patient was seen in the clinic and the alert for shock impedance was increased to 150 ohms. There were no patient movement maneuver issues. No adverse patient effects were reported. This device remains implanted.